Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging an apply sample message on their one touch ultramini meter. The patient mentioned that the alleged issue first started on (B) (6) 2010. A couple of days after the alleged issue began, the patient felt shaky and tingling. The patient did not seek any medical attention or contact their physician for assistance. The test strip was completely dawn in and this was not the first time the product was being used. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips. Customer care advocate (cca) had the patient retest and the issue was not resolved over the phone. The meter was replaced. The complaint is being reported since the patient alleged that due to the apply sample message, he developed symptoms of feeling shaky, which is a suggestive symptom of hypoglycemia.

Event description:
It was reported that there was a leakage at the handle.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.